Manufacturer narrative:
(B)(4). Concomitant medical products: 42502006002 - femur cemented cruciate retaining (cr) narrow right size 6 - 64759285. 42532006702 - tibia cemented 5 degree stemmed right size d - 64831031. 42540000032 - all poly patella cemented 32 mm diameter - 6483311. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00006.

Event description:
It was reported a patient underwent an initial right total knee arthroplasty. Subsequently, the patient reported severe pain and difficulties with limited range of motion and the patient underwent an uncomplicated manipulation under anesthesia approximately 6 weeks later. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: unknown - unknown palacos cement - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: post op: pain is controlled with narcotics, no complication on x-rays; mua performed: rom during initial procedure reached 0-130 degrees, knee reached 120 degrees with gentle force; follow up: severe pain, unable to do activities, neutral alignment, no laxity/instability, rom to 62 degrees, no complication on x-rays. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.